Event description:
It was reported that "readings are incorrect after approximately 2 days, skidding curve appears". No patient harm was reported. The device was replaced. The patient's condition was unknown at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter. Signs of use were observed on the returned catheter. Visual inspection of the catheter did not reveal any defects or anomalies. The total length of the catheter body measured 84 mm, which is within the specifications of 82-86 mm per catheter graphic. The outer diameter of the catheter body measured 1.05 mm, which is within the specifications of 1.04-1.09 mm per catheter graphic. The inner diameter of the catheter tip measured 0.5842 mm, which is within the specifications of the 0.58 mm minimum value per catheter graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states , "thread tip of catheter over guidewire." A lab inventory guide wire was threaded completely through the catheter with no resistance. The catheter was flushed with a lab inventory syringe and no blocks or leaks were detected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of a faulty arterial catheter was not able to be confirmed by complaint investigation of the returned sample. The returned catheter passed all relevant dimensional and functional testing. A device history record review was performed based on sales history and no relevant findings were identified. Based on these circumstances, no issues were found on the returned arterial catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "readings are incorrect after approximately 2 days, skidding curve appears". No patient harm was reported. The device was replaced. The patient's condition was unknown at the time of this report.

Manufacturer narrative:
Qn# (B)(4).